Event description:
It was reported that the patient's implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead were extracted due to (B)(6) and clostridium difficile infection. No further patient complications have been reported as a result of this event.